Event description:
Due to a sensing issue identified on (B)(6) 21013, the physician replaced the subject lead. Prior to explanting the lead, the following measurements obtained: pacing impedance: 687 ohms, rv coil continuity: 634 ohms, svc coil continuity: 669 ohms, v threshold: 0.5 v/0.35ms, r wave: 14.5 mv, associated ICD: sorin brand paradym dr 8550, s/n (B)(4).

Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.